Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that high blood glucose of 490 mg/dl was recently experienced. Customer's blood glucose was 390 mg/dl at the time of the phone call. Troubleshooting found that the customer did not know the correct settings for his pump and are unable to check them. The customer indicated that she will follow up with her doctor regarding the high blood glucose.